Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead was not capturing. A chest x-ray confirmed the lead had dislodged. The physician tried to reposition the lead, but was unable to get the guidewire to completely go through the lead. The lead was explanted and replaced. The patient was stable post procedure.